Event description:
Customer reported to beckman coulter, inc. (Bec) that unicel dxc 600 synchron system gave the message 10 or more cuvettes have failed wash. Customer reported that there was clear fluid on the left side of the hydro drawer, which leaked onto the floor. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts instructed the customer to prime the wash station. Customer reported that the middle wash vacuum probe was not vacuuming out all the fluid. Cts instructed the customer to replace the wash vacuum probe and prime. Cts instructed the customer to perform a wash on all cuvettes. Customer reported that there was no leak after the wash. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).